Event description:
Spontaneous call patient's wife states they do not feel comfortable using the pump for future infusion as pump was abnormally loud. One infusion was infused using the new pump which lasted a little longer than patient was normally used to, but patient was able to infuse entirety of medication without any adverse effects. Pump used to infuse hyqvia at above dose and frequency. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? No. Is the actual device available for investigation? Yes. Reported to (B)(6) by pt/caregiver. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? No. But still completed infusion. Reported to (B)(6) by pt/caregiver.